Event description:
It was reported that a novum iq large volume pump had an issue of under infusion. Per nurse, the pump displays the volume received as 1200 cc, but the patient actually received only 70 cc/h during the shift and the 500 cc bolus, which was administered several times. This occurred during patient infusion in the critical care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Flow accuracy test was performed on the sample and passed the result. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: additional volumetric accuracy testing was performed, and the testing results were out of range. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.